Event description:
Reportedly, this ring was explanted after approximately a 28 month implant duration due to unknown reasons.

Event description:
Reportedly, this ring was explanted after approximately a 28 month implant duration due to mitral stenosis.